Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient found the screen blank upon waking up today. None of the buttons would get it to come on, and ultimately patient removed the battery and put it back into the pump to reboot the pump. After rebooting the pump, patient was able to get the pump to work. No associated alarms found. Patient¿s blood glucose (bg) upon waking this morning was 650mg/dl, with blurry vision and increased urination. Patient corrected using the pump and bg is now down to 127mg/dl. Patient wants the pump reviewed for accuracy. Pump review shows no interruption in basal delivery, so no power loss to the pump. It was found during the review of the pump that the bolus history does not add up to the tdd. Patient also states he gave several boluses through the pump today to bring down his bg, but here is no record of them in the bolus history. Customer support (cs) advised patient to disconnect from the pump and use alternate method of insulin delivery until a replacement pump can be obtained. Patient agrees. This complaint is being reported as the patient experienced hyperglycemia and the discrepancy between the bolus history and tdd has not been resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.